Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son or daughter reported via phone call that the insulin pump had blank display even after receiving new battery cap. Battery compartment was corroded had to be cleaned. Troubleshooting was assisted. The device will not be returned for analysis.